Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. It is unknown which lead is being referred to, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-04546. It was reported that the patient was not receiving therapy. Diagnostics showed that one of the patient's leads was exhibiting high impedances. Reprogramming was unable to resolve the issue. Surgical intervention is expected to resolve the issue.

Manufacturer narrative:
The reported event for high impedance/autoreducing was confirmed. As received, the octrode lead had a kink with multiple internal wires broken. The kink with broken wires is consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's system was explanted and replaced on (B)(6) 2020. Therapy was restored following the procedure.